Event description:
Patient's legal counsel reported that patient underwent allograft anterior cruciate ligament reconstruction procedure on (B)(6) 2007 where biomet's device was used. Follow up visit revealed evidence of fractured device necessitating a revision procedure. Procedure performed on (B)(6) 2008 found a piece of the device could not be retrieved and remains in the patient. No further information has been provided to date.

Manufacturer narrative:
A portion of the fractured device could not be retrieved and remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse reaction: bending or fracture of the implant. The user facility was notified of the event on (B)(4) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.